Manufacturer narrative:
Investigation: bd received three samples which were sent for fourier-transform infrared spectroscopy testing in which they became lost in transit and therefor unable to be used in the investigation. There were however pictures available to be used instead. The reported complaint of catheter tip integrity was not verified, all pictures of the catheters were within specification and contained no damage. There was silicone and a foreign matter present on the catheter; however due to lack of testing it is not possible to analyze the composition of the foreign matter and the possible root cause is limited. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. The root cause of the silicone is due to excessive amount of silicone that is dispensed during the catheter siliconization process. There is a corrective action project has been initiated to investigate the issue.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter on the tip. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter had foreign matter on the tip. No serious injury or medical intervention was reported.